Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed a broken force sensor was detected during seating or regular delivery. The customer's blood glucose was unknown at the time of incident. The customer's father was not able to clear the alarm and the alarm recurred after changing the battery. Troubleshooting was not performed and the device is expected to be returned for analysis.

Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download, problem isolated to electronic assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery error alarm and unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.